Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0 x 20, 75cm mustang balloon catheter was advanced to dilate the lesion; however, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.